Event description:
It was reported that (1) device was used during a laparoscopic enteritis regional procedure. It was reported by the affiliate that the tsb45 instrument cut and stapled sufficiently. No intraoperative complications. The circular anastomosis was sufficiently performed using a dch stapler. Inspection of the anastomosis did not show any insufficiencies at all. After the procedure the device was decontaminated and the sales rep took it with him for demonstration purposes. He then noticed the anvil had slipped out. Five days postoperative, the patient got a fever. After seven days postoperative, the condition of the patient got worse. The patient was reoperated. The clinical picture for the patient: relapse due to the seriousness of the disease. The anastomosis was still sufficient. No indication for a defective tsb45 staple line. The surgeon stated that there is no relation between the reoperation and the tsb device.